Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-05973, reference MFR. Report#: 1627487-2017-06008. It was reported that the patient's entire system was explanted because the physician was not able to get the screw back in port 1-8. The issue occurred during surgical intervention for pain at the ipg site reported under MFR. Report#:1627487-2017-06175. Based on lead placement the physician decided to explant both of the patient's leads and ipg. Replacement devices will be implanted on a later date.